Manufacturer narrative:
The investigation for the optical signal issue has been completed. The returned pump was connected to an aic (console) and the controller error was reproduced with ps 3000 mmhg. Pump had not begun case start indicating an out-of-box failure. The light test was performed and light loss was confirmed in the red handle. Necking was observed on the portion of optical fiber within the red handle. Twisted cabled at the patient cable kink protector were observed. The patient cable was attempted to be twisted and it freely rotated indicating and insufficient bond between the patient cable and the kink protector. The cause of the out-of-box optical signal issue was a damaged optical fiber line within the red handle. Evidence of twisted cable lines and optical fiber necking due to improper bonding of the patient cable to the red handle kink protector from the manufacturing process were observed. Corrections to the initial MFR report: g1: MDR reporting contact email updated. H6: type of investigation 10, investigation findings 4203, and investigation concl 4307, 25 added. H10: investigation summary.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was an impella cp optical sensor error. The staff attempted to troubleshoot by automated impella controller (aic) swap but, found they had to replace the pump. Echocardiogram showed impella 3.2 and inlet in-obstructed indicating presence of thrombus.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."